Event description:
A us distributor contacted zoll to report that a patient developed a allergic reaction under the lifevest equipment. Patient described the area as skin is breaking out on the left side under circle sensor to the point that skin is discolored. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed a the uwb lotion for the skin irritation. The outcome of the irritation is unknown.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a allergic reaction under the lifevest equipment. Patient described the area as skin is breaking out on the left side under circle sensor to the point that skin is discolored. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed a the uwb lotion for the skin irritation. The outcome of the irritation is unknown.